Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp's broken doppler probe. The fse replaced doppler probe to resolve this issue. The fse performed all functional and electrical safety tests to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer has reported that the cs300 intra-aortic balloon pump needs a doppler repair. There was no patient involved during this event. There was no adverse event reported.